Manufacturer narrative:
(B)(4). Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 8 months. (B)(4). A correlation between the device and the reported event could not be conclusively determined. Infection, renal failure, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to hospital on (B)(6) 2017 due to a driveline infection and fever. Wound exploration was done three times and regular dressings were required. The patient was treated with continuous antibiotics. The purulent wound infection was multidrug resistant and prolonged antibiotic use caused unspecified eye and ear impairment. The patient also required dialysis due to severe renal impairment. The patient was electively intubated and then neurologically and hemodynamically deteriorated further despite high inotropic support. When the patient developed asystolic cardiac arrest, treatment was withdrawn and the pump was electively stopped. The patient expired on (B)(6) 2018. It was reported that the lvad was functioning as intended. No additional information was provided.